Manufacturer narrative:
A field service engineer (fse) went to site to troubleshoot issue and found that system failed to display image after boot up. The fse then adjusted video card settings in windows, which resolved the issue and verified that the system functions properly. Testing passed. No parts were sent to site,so parts were not sent back to manufacturer for evaluation. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when turning on the imaging system the mobile view station (mvs) monitor does not come up. Troubleshooting consisted of reseating the video cable at back of monitor, no change. Ensured that the blue power light on the monitor was on. Confirmed that there was fan noise coming from within the mvs and the imaging system advanced in 2d mode indicating that it established communication with the mvs computer. Message on the monitor reads, "no signal edid extension, port 2 no signal." Probable cause is monitor or video signal. There was no patient present when this issue was identified.